Manufacturer narrative:
It was reported that a patient came back from the operating room after an unknown procedure with a foley catheter in place. The bedside nurse took off the tegaderm that was securing the foley catheter to the patient's leg resulting in the foley catheter tubing being torn in half. The nurse was able to aspirate the balloon, remove the remainder of the catheter and place a new foley catheter without further incident. There was no injury reported. The actual sample was returned for evaluation. The reported issue of a foley catheter broken in half was confirmed through visual inspection of the received sample. There is no definitive root cause at this time; however, based on the appearance of the received sample and the initial customer report it is possible that an external force punctured the silicone material, leading to the catheter shaft breaking in two when tension was applied. No manufacturing defect was identified. Due to the reported incident and medical intervention, this medwatch is being filed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the removal of tegaderm a foley catheter broke in half.